Manufacturer narrative:
Insulin pump received with no button response and button error alarm due to flattened act button dome switch no crease. Received with insulin pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads, dog chew marks and scratched keypad overlay. No puncture on button noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's mother reported via phone call that a dog bit the insulin pump when the customer left the device on a ladder while jumping on the trampoline. Customer's mother stated that there is damage to the up arrow button and a puncture mark from the dog bite and some scratches. Insulin pump alarmed a button error alarm. Customer's blood glucose level was 127 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer will return the device for analysis.